Event description:
It was reported that the patient's low voltage lead exhibited loss of capture. The low voltage lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but found internal shorting between conductor paths at the connector region consistent with procedural damage. Visual inspection found the outer insulation to be twisted throughout entire body of the lead. X-ray examination found over-torqued of the inner coil at the connector region. The cause of the reported event was isolated to over-torqued inner coil in the connector region consistent with procedure damage.